Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. It was confirmed that the alarm was caused by exposure to magsafe magnets, and the issue occurred during the load process. Customer service educated the caller on proper cartridge handling procedures and instructed on entering storage mode for the pump. Although the caller had not previously reported similar alarms, they had experienced cartridge alarms with consecutive cartridges. The customer received a replacement pump, was advised to return the faulty unit, and instructed on setting up the new pump to ensure continued insulin delivery with backup therapy using multiple daily injections (mdi).